Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . A corrective and preventative action has been opened to address the reported issue. The device history review (DHR) is not applicable or relevant because no product was returned and thus an investigation could not be performed. If the product is returned the manufacturer will reopen the complaint for further investigation. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal was found intact. The investigation found the device in excellent condition. The pump event history showed a force sensor test error message. The reported issue was duplicated during power up process, a force sensor test error was found and failed force sensor reading. The reported issue was caused by force sensor was out of calibration. The root cause of the issue is unable to be determine. The technician calibrated the force sensor and performed all functional tests which passed

Event description:
It was reported that a system failure force sensor test was displayed. No patient injury was reported.